Event description:
Halothane vaporizer, when set on 1%, delivered 16% per gas monitor. Ventilator was properly calibrated and functioning properly. Pt's heart rate decreased and pt was unable to ventilate. Pt intubated and CPR started. Atropine, succinylcholine, and epinephrine were administered. Pt recovered and surgery was canceled. Surgery was successfully completed on 3/8/96. At this time no permanent injury is known.